Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens but the lens would not unfold/open in the patient's eye. The lens was removed with no patient injury, no enlarged incision or sutures. The lens was reloaded and tore. A back-up lens was implanted.

Manufacturer narrative:
Evaluation: results- visual inspection of the returned product found a piece of the lens haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions- based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.